Event description:
It was reported that the patient presented to the ER feeling fatigue. Remote transmission on the atrial lead appears to have noise on the stored diagnostics. No changes made and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 6947 implantable tachy lead (B)(6) 2008. (B)(4).